Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that the customer experienced a "high"; although specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer delivered a bolus via the pump to address bg. Customer updated their pump settings to address the event.